Event description:
A dr attempted to insert a stent into a stenosed innominate artery. The dr then placed a balloon inside the stent and the stent migrate to the ascending aorta. The dr then moved the stent down to the descending aorta above the renals. There was no pt injury reported. The stent was not removed.